Manufacturer narrative:
(B)(4). The device was returned for analysis and abbott vascular (av) confirmed the reported leak and inability to flush the device. An attempt was made to flush the sheath, when a leak was observed coming from the handle. This confirmed the reported inability to flush the sheath. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The potential product issue will be addressed per internal operating procedures. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during device preparation, the two lumens (guide wire and stent) of the supera stent delivery system were unable to be flushed and leaked during the attempt to flush. The device was not used. Another supera stent system was successfully used without incident. There was no additional information provided.